Event description:
Reporter indicated that the site's dell handheld computer screen had become frozen after interrogation. It was reported that the event continued to occur after a soft, hard reset, and removing and reinserting the flashcard. The handheld computer and software flashcard were returned for product analysis. It was confirmed that under certain conditions the handheld computer screen would become frozen following interrogation.